Manufacturer narrative:
Root cause: based upon the investigation findings, a root cause cannot be determined at this time. Corrective action: based upon the investigation findings, a corrective action has not been taken. Investigation summary an internal complaint ((B)(4)) was received indicating that a high pressure line (part number 77-301607, lot 41977627) exploded onto the staff and physician. The reporting customer returned a sample was not the product in use when the quality issue occurred. A lot number also was not provided for this sample, so it is unknown if the sample is from the same lot as the defective product. Additionally, the initial report from the customer indicates the incident occurred (B)(6) 2016. However, the reported lot number of the defective device was not released from the manufacturer until (B)(6) 2016. The work order for the reported lot number was reviewed for any discrepancies that might have contributed to the reported issue. No discrepancies were identified. The reporting customer was contacted to determine if the product was used as intended. The customer indicated the pressure was set at 864 psi, which is below the product's 1000 psi rating. However, no information was provided about how long this pressure was held. The high pressure lines are not intended to withstand prolonged hydrostatic pressure. The work order for the raw material tubing (raw material (B)(4), lot 42115367) was reviewed, and it was confirmed that the raw material met criteria defined in the manufacturing specification for high pressure lines. The specification states the high pressure lines must not rupture or leak at less than 1000 psi. (B)(4). Preventive action: based upon the investigation findings, a preventive action has not been taken. The investigation is complete. If new and critical information becomes available, this report will be updated.

Event description:
The tubing exploded onto the staff and physician.